Event description:
Patient 's mother contacted dexcom technical support on (B)(6) 2014, to report that on (B)(6) 2013, upon sensor pod removal, patient was unable to locate sensor wire. Patient's mother did not report any injury or medical intervention at the time of contact with dexcom technical support.